Event description:
The dealer states that the joystick is overheating around the gimbal and bubbling up the paint and plastic. No further information is available. The serial number to the chair is (B)(4).